Event description:
It was reported the rv lead was capped and replaced because of high impedances. The patient rv pacing impedance had increased from approximately 600 ohms to 1840 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.